Manufacturer narrative:
Image analysis : the customer returned one image. The image shows a portion of a device label which indicates that the device is an amphirion deep ((B)(6)) 2.0 x 40mm, lot #: 224996071. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon during procedure to treat a 20mm atherosclerosis lesion in the patients left radial artery. No vessel tortuosity and severe vessel calcification are reported. Lesion exhibited 80% stenosis. Artery diameter reported as 10mm. Embolic protection was not used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU. Regular inflation was used for balloon inflation. Normal saline was used for inflation fluid. One inflation was applied to the device prior to the issue occurring. The device was not passed through a previously deployed stent. No resistance was noted during advancement. A balloon burst at 15atm is reported. The balloon did not fragment. No intervention required for removal. No vessel damage noted. A replacement amphirion deep balloon was used to complete procedure. No patient injury reported.